Event description:
This is report 2 of 3 for the same event. It was reported that during a cranial surgical procedure, it was observed that the motor device, would not "constantly rotate the drill bit". According to the report, it was observed that two perforator drivers were used in the same surgical procedure. The reporter stated that the perforator devices were found to have bent shafts upon opening the packaging. The perforator devices were not used in the surgical procedure. There was a ten minute delay in the surgical procedure as an identical motor device was available for use. The reporter clarified the delay was not a result of the perforator drivers. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received for evaluation. (B)(4) evaluated the device. A visual assessment was performed and the reported condition was confirmed. Evidence indicated this was due to improper handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.